Event description:
Roche coaguchek test strip lot #27216614, which is not currently included in the class 1 recall, just tested this pt's inr as 5.2. Lab draw confirmed her inr to be 3.60. This is not the first time we have noted severe differences in inr values between the roche coaguchek and lab inr results.